Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump could not deliver insulin based on the customer's blood glucose value. Review of pump history showed no alerts or alarms that would have stopped insulin delivery. Customer was ultimately able to deliver a bolus. Customer reported during follow up on (B)(6) 2016 that blood glucose was not impacted and the pump was performing as intended.